Event description:
Related manufacturer reference number: 2017865-2023-21219. It was reported that the patient deceased one day post device implant. The cause of death was unknown. There was no allegation the product or procedure caused the death.